Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the faulty force sensor system. The insulin pump was unable to verify compromised force sensor system alarm due to motor error alarms. The insulin pump was unable to perform self-test, unexpected error test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 134 mg/dl. The customer stated that the alarm occurred during the rewind sequence. The customer stated that the pump failed when he tried to prime the pump. The insulin pump will be returned for analysis.